Manufacturer narrative:
This report is submitted on september 21, 2021.

Event description:
Per the clinic, the patient developed an eschar over the implant and underwent a debridement surgery on (B)(6) 2020. The device was found to be exposed and an infection was confirmed. The patient was treated with oral antibiotics for 14 days and underwent a skin flap closure on (B)(6) 2020. On (B)(6) 2021, the patient had a head trauma and the eschar was partially removed uncovering pus, an extruding implant and a flap necrosis. The patient was treated with topical antibiotic for 30 days and underwent multiple skin revisions on (B)(6) 2021 for debridement of eschar and purulence. There are plans to explant the device, however, this has not occurred as of the date of this report.